Event description:
It was reported that the artificial urinary sphincter (aus) was still working properly but an atrophy occurred at the cuff site. A revision surgery was performed in which the cuff was removed and replaced. The patient is expected to fully recover.

Manufacturer narrative:
Additional information: explant date. Investigation summary: based on the information available, the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record (DHR) review: DHR and ship history reviews cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urethral atrophy as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that atrophy occurred at the cuff site of this artificial urinary sphincter (aus). No allegations were made against device function. A revision surgery was performed in which the cuff was removed and replaced. No patient complications were reported.

Event description:
It was reported that the artificial urinary sphincter (aus) was still working properly but an atrophy occurred at the cuff site. A revision surgery was performed in which the cuff was removed and replaced. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urethral atrophy as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.